Manufacturer narrative:
(B)(4). This is a report of a user error in which the user connected during the priming phase of peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) was connected during the priming phase of peritoneal dialysis therapy using a homechoice device. A technical service representative explained proper procedures to the hp and instructed the hp to restart therapy using new supplies. The hp understood and planned to restart therapy with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.